Event description:
The device involved in this report has delivered inappropriate shocks, due to oversensing of noise. The device and the lead were explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Review of the electronic data and files received.